Manufacturer narrative:
The device was returned for analysis. Device analysis revealed no issues, the device appeared to be in good conditions, no visual damages encountered and the catheter appeared complete. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the leg. An opticross 18 coronary catheter was used in completion of the procedure. During leg angiogram procedure, it was noticed that the monorail portion of the opticross 18 coronary catheter was split while inside the patient's body. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the leg. An opticross¿ 18 coronary catheter was used in completion of the procedure. During leg angiogram procedure, it was noticed that the monorail portion of the opticross¿ 18 coronary catheter was split while inside the patient's body. No patient complications were reported and the patient's status is fine.